Event description:
The customer reported the v60 will not run on battery power. The system shows that it is plugged in but doesn't show that its charging and has low battery. No patient involvement. The customer has swapped batteries with a know good battery and the unit is exhibiting the same problem. The biomed is reporting the battery is 3 years old and all of the v60 power supplies are operating within specification. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 a philips field service engineer (fse) evaluated the device and observed error code 1124 "battery failed" in the device event log. The customer was able to order and replace the battery in the ventilator. Replacement of the battery cleared the charging and battery operation errors. Based on the information provided and the repair completed the reported issue was confirmed. Part was not returned for failure investigation (fi), therefore no component level root cause could be determined. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11: updated contact office information.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered a power management (pm) printed circuit board assembly (pcba) aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The customer called in to request on site service of the ventilator. Customer states when the ventilator is removed from ac power, the message appears for a low battery and does not show that it is charging. Customer reviewed logs and confirmed a battery failed error.